Manufacturer narrative:
Case outcome: refer to cptj250702 form b investigation (previously investigated for the same issue). Retention samples were tested, and the complaint issue was not found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of this follow-up report. G6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6 "adverse event problem" - event problem and evaluation codes are updated. H11 "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s). Called in because he purchased 3 flowflex kits with invalid results. No c line appeared. Only the t line appeared. He followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. He has since thrown the test cassettes away and cannot provide a picture of the invalid results. The kits were purchased at kaiser pharmacy.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). Called in because he purchased 3 flowflex kits with invalid results. No c line appeared. Only the t line appeared. He followed the directions exactly and waited 15 minutes. The sample was dispensed into the s well. He has since thrown the test cassettes away and cannot provide a picture of the invalid results. The kits were purchased at kaiser pharmacy.